Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. See section for any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported by sales rep. Asr xl - unknown hip side (querying as der says right hip but left hip is stated below). Reason for revision: dislocation, inflammation, adverse reaction to metal debris rec'd 06apr15, left hip; revision/dislocation; chronic inflammation in the hip consistent with chronic adverse reaction to metal debris. Head, liner and shell marked as revised, but stem is also included on the device log. Diagnosis for primary hip surgery: osteoarthritis, resurfacing hip arthroplasty. Comorbidity: obese - clinical (bmi >= 30 and less than 40). Activity level @ (B)(6) 2015 eval: distance walked: indoors only with single cane most times; socks/tie shoes: with difficulty; sitting: any chair 1 hour; deformity: none. (I spoke with the site coordinator today ((B)(6) 2015) and she was going to send op notes to me but I haven't rec'd anything yet. I was asking her about the fact that they marked head, liner and shell but only the head and cement are listed on the primary. Also the stem is included on the device log as being revised.) Update rec'd 9/8/2015 - litigation papers allege pain. There is no new additional information that would affect the investigation. Complaint updated on (B)(6) 2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 1/16/2016: supplemental info recieved. Part/lot has been recieved for the cup. Part/lot is still unknown for the stem and taper sleeve.this complaint was updated on: 2/1/2016.